Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that it was difficult to insert the membrane into the sheath. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields b4 d9 g3 g6 h2 h3 h6 type of investigation findings investigation conclusions h11 the customer reported unable to insert the membrane into the sheath the membrane seem to not be folded tightly it was not possible to insert the membrane into the sheath before insertion they remove 30cc of air from the membrane with the one-way valve in place the blue handle was remove at the last moment. No decon or visual inspection performed since product was not returned and could not be evaluated therefore we were unable to confirm or determine a root cause for the reported failure the failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site telephone) and h6 (investigation findings).